Event description:
It was reported that a physician's office was unable to establish communication with a pt's device. The pt was implanted for a little over a year so it was not suspected that the pt's device was at end of service. The message obtained by the site was "not all bytes received" and "unable to complete interrogation." The wand battery was checked and was not the issue. All connections were checked and the wand was repositioned; however, the issue did not resolve. The site indicated they had the same problem a few weeks ago but that it could be resolved in the past by repeating the interrogation step. The site was sent a new reprogramming system and their old programming system was returned to the MFR. Product analysis is in process.